Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a post-market clinical follow-up (pmcf) report from (B)(6) medical center, (B)(6). The title of this report is ¿a post market clinical follow-up (pmcf) of the treatment of wrist fractures with the stryker variax distal radius locking plate system¿ which was published in june 2019 and is associated with the stryker variax distal radius locking plate system. Within that publication, post-operative complications/ adverse events were reported which occurred between 2012 and 2018. It was not possible to ascertain specific device or patient information from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 12 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses continued pain or discomfort. 6 out of 8 cases. Study states: ¿patients who did not achieve clinical resolution was secondary to continued pain or discomfort. [¿] the eight patients that did not have proven clinical consolidation did have radiographic consolidation. [¿] due to their pain at follow up, clinical consolidation could not be proven. However, they did have good bony consolidation based on radiographs, so there was no indication for secondary/revision surgery."